Manufacturer narrative:
Result: failed nylon acme nut in the head end and/or foot end lift motor assemblies.

Event description:
It was reported by service report that the bed was experiencing drifting at the head and/or foot end. There were no adverse consequences or pt involvement reported.